Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The test strips were tested and the primary complaint was not confirmed; however additional issues were noted. The vial was observed to be over labeled by a third party and the strip carton was found to have incorrect print. In addition, the test strips were evaluated and found to have been designated for a country different to the customer country. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.